Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the pump. The current black box showed no evidence of battery life issues. The pump's current draws were measured to be within specifications. There was no evidence of internal moisture or loose components identified inside the pump.